Event description:
Complainant alleged that during patient flight transport (age and gender unknown) the device displayed "defib pacer failure", "pacer disabled," and "defib disabled" messages. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction occurrences of the customer report were observed in the device history log. The device's pace/defib engine assembly was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.